Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device would not fill. It was determined that the device had a failed circulation pump, parts and price provided.

Manufacturer narrative:
The reported issue was confirmed. The root cause for the reported event is a failed circulation pump. A check of this inlet pressure showed it stuck at -13.1 psi with the fluid delivery line (fdl) removed. Per additional information updated from ttm, biomed stated another biomed in the department replaced the pump in the middle of the machine and now the device will not fill. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections: b, d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were unable to fill this arctic sun device. A check of this inlet pressure showed it stuck at -13.1 psi with the fluid delivery line (fdl) removed. Per additional information updated from ttm, biomed stated another biomed in the department replaced the pump in the middle of the machine and now the device will not fill. Per sample evaluation results on 21jul2025, tank seals found to be worn.